Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the septum of the new implantable cardioverter defibrillator (ICD) header was loosened. The ICD was not implanted and a replacement device near at hand was implanted instead on (B)(6) 2023. Patient condition was stable.

Manufacturer narrative:
The reported event of detached septum was confirmed. As received, the right ventricular septum was detached from the header and not received with the device. Manufacturing investigation determined the cause to be a manufacturing related issue. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.